Event description:
Customer reported an error with continuous glucose monitor (cgm) showing error 42. Cgm error had no adverse impact on customer's blood glucose level. Technical support guided customer through a pump reset, resolving the issue, and customer successfully started their sensor session.